Event description:
Customer alleges " the tdxsp he has, is consistently having service issues. On (B)(6) 2011, his casters and wheelbearings were all replaced, seven days later they had to service the chair for drive lockout. On (B)(6) 2012, the service center documented that there was a defective drive lockout switch and this needed to be replaced again. The joystick on the chair was exchanged on (B)(6) 2012, by a service center because it was causing erratic driving. They still have not received the original joystick back. The joystick was released and the chair kept moving which caused the patient to run into a cabinet and scratch her foot and caused the door of the cabinet to fall off. Customer alleges that the left rear caster is not touching the ground. The chair makes sounds intermittently and the chair has burnt her floor." Minor injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 6 months old. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical diagnosis- diabetes, obesity, neuropathy, spinal stenosis, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) 2012, 04:21 pm (gmt - 4:00) added by (B)(4), I spoke with (B)(4) medical supply. He stated that the consumer was driving in her kitchen and let go of the joystick. The power chair allegedly continued to drive on its own. The dealer came out and looked at the power chair and was unable to duplicate this. The dealer placed a replacement from his stock (rebuilt monochrome) as a temporary fix for the chair. A new color joystick was ordered and will be swapped out once it is received. The dealer is unable to find the original joystick that was on the consumer's chair. The consumer allegedly banged up both legs and shins but did not seek medical attention. Note: the joystick is not being returned as it was lost. The file will remain open 30 days pending additional information.